Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. An additional sensor was reported (serial number unknown) and it has been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer who had issues with 2 of adc freestyle libre sensors. One of the sensors had a bent tip and the other received a ¿replace sensor¿ error message. There was no further information provided and no information to indicate that there was an adverse event due to the reported issue. Based on the information provided, there was no report of serious injury associated with this event.